Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced a fall (B)(6) 2018 and has since had symptoms of discomfort at the implant pulse generator (ipg) pocket site. A pocket revision consisting of suturing the ipg into the pocket was completed on (B)(6) 2019. Patient was stable.

Event description:
New information received states that the implantable pulse generator was repositioned as part of the revision procedure. Patient's discomfort issue was resolved.